Event description:
Information received that the patient's vns generator was replaced for prophylactic reasons. Per the explanting facility, the device was discarded due to the facility's policies. No additional or relevant information has been received to date.

Event description:
It was initially reported that the patient was unable to feel stimulation, and that the patient and her spouse suspected the device¿s battery was dead. Additional information was reported that the patient also experienced an increase in seizures which were more intense and required the patient to be taken to the hospital. Given the significant length of device implant (>12 years), the estimation of the patient's remaining vns battery life, and the clinical symptoms the patient exhibited it was suspected that the vns battery was depleted. However, it was later reported by the patient that a neurologist had checked her device and found that the battery life was above 25% and that the magnet stimulation was increased by 75%. Per the patient, she was told by her nurse practitioner that anxiety resulted in her being unable to feel stimulation and having more frequent and intense seizures; however, the patient disputed that she was experiencing anxiety. The patient was referred for replacement reportedly due to the length of the device¿s implant. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.